Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have "cassette locked but not latched" errors confirmed in the ehl review. The pump also had a degraded downstream occlusion (dso) seal and degraded latch lock flex sensor. The pump also fails the latch test when performing the functional testing as the latch function was not working and there was contamination on the latch lock assembly and dso sensor assembly. The cause of the customer reported problem was a degraded latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor assembly, and dso sensor assembly, and the pump passed all functional tests and performed as intended after repair. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump latch was not working. The customer returned the product for the latch not working, and during physical inspection it was found that both the downstream occlusion (dso) seal and latch lock flex sensor were degraded. There was unknown patient involvement and unknown patient harm/adverse event reported.